Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noted almost immediately upon firing the laser at 100% firing power. The laser power was not lowered but the user did let off the foot pedal once the blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.